Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no same complaints have been received from other hospitals regarding this batch of products. Since no defective sample has been received for relevant tests, and the usage of the sample is unknown, so the root cause of the complaint cannot be confirmed. The plant will continue to track and trend for this issue.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn ec slm npvc catheter was defective/ damaged. 1) based on the patient's intravenous therapy requirements, a closed-system intravenous catheter was inserted at 10:26 on (B)(6) 2026. 2) the operator used an unopened device with no visible abnormalities, within its expiration date, and followed the device's instructions for use. 3) during the venipuncture procedure with the closed-system IV catheter, the operator observed blood seeping from the middle to upper section of the catheter tubing. This necessitated a second venipuncture, delaying the patient's infusion therapy. 4) after ruling out factors such as improper puncture technique, the operator determined the cvc catheter was damaged and immediately replaced it with a new cvc. 5) following the replacement of the cvc, the aforementioned issue did not recur, and the patient's condition remained stable during this period.